Manufacturer narrative:
Device evaluation: the newport ht70 ventilator was received for failure analysis. During service inspection, the unit shut down during the second portion of circuit check, device alert led did not illuminate, and alarm could not be silenced. This was an incidental finding during analysis. The reported symptom (broken internal piece) was verified, but the symptom observed on the service floor could not be duplicated. A circuit check was performed on the unit under testing (uut). The device passed both portions of the test without shutting off. The device log files were exported and the event history was reviewed. No events were logged between 3:37 pm on (B)(6) 2017 and 2:59 pm on (B)(6) 2018. Throughout the duration of testing, the device was connected to ac. Without changing the incoming settings, the uut was allowed to ventilate for approximately 5 days. During ventilation, the device did not issue any alarms or suddenly shut down. A circuit check was performed 15 times. The uut passed each time without suddenly shutting down. For the following test, the device was power cycled and then a circuit check was performed. This was process was repeated for 10 trials. During each trial, the uut passed circuit check without suddenly shutting down. For the next test, the device was powered on in service mode and system leak test was performed per the ht70 service manual (ref: (B)(4)). Then the device was power cycled followed by a circuit check. This process was repeated for 3 trials. For each trial, the uut passed both the system leak test and circuit check without suddenly shutting down. The symptom observed on the service floor could not be duplicated. The device was disassembled. During disassembly the fan cable was observed to be disconnected from the j35 connector on the main control board. A screw was found to be loose in the chassis. The battery cover plate was missing two screws. The loose screw was secured into one of the screw holes of the battery cover plate. The reported symptom was confirmed to be a loose screw in chassis, but the root cause could not be determined.

Event description:
It was reported that the ht70 ventilator has broken internal piece.the ventilator was not in use on a patient at the time of the reported event.  This report is conservatively filed due to finding during servicing (led not illuminating).

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.